Manufacturer narrative:
(B)(4). 2012: additional information: siemens healthcare diagnostics received patient sample for further testing. Siemens tested the troponin (tni) patient sample neat, 1:10 dilution and with a heterophilic tube. The results were approximately 0.3 ng/ml across the three conditions indicating that there is troponin in the patient sample. It is possible that the ramp method did not detect the ctni due to the sensitivity of the assay. The IFU states in the summary and explanation of the test section: "a positive troponin result is not always indicative of myocardial infarction. Other conditions resulting in myocardial cell damage can contribute to elevated cardiac troponin I levels. These conditions include, but are not limited to, myocarditis, cardiac surgery, angina, unstable angina, congestive heart failure, and non-cardiac related causes, such as, renal failure and pulmonary embolism."

Event description:
Positive advia centaur xp troponin ultra results were obtained on a patient sample. Subsequent serial patient sample results were positive. Three of the patient samples were repeated on two other centaur systems and the results were positive. The positive results were considered discordant when compared to the negative results of an alternate test method. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site and performed a visual protocol. The fse performed diagnostic tests, ran quality controls and verified system performance. The cause of the positive advia centaur xp troponin results when compared to the alternate test method is unknown. No conclusion can be drawn. The system is performing within specification.